Manufacturer narrative:
Investigation ¿ evaluation: the cook® cervical ripening balloon was not returned for evaluation and no photos have been provided. Without the complaint device, a physical investigation was not able to be completed. A review of quality control data and specifications was conducted. The complaint device lot number was not provided; therefore, a review of the device history record could not be completed. In addition, without the device lot number a review of complaint history for the associated lot number was unable to be performed. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
A fetal scalp electrode was placed on (B)(6) 2009 at 03:06 hours. The time of delivery was changed to 15:41. Arrest of dilation is now noted as unlikely to be related to the cervical ripening balloon (crb). The site confirmed the crb fell out after achieving the desired dilation at approximately 11 hours after placement. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
This event was reported on a study subject. The cook cervical ripening balloon (crb) was inserted on (B)(6) 2017 at 11:10 (vaginal balloon 30 ml of saline, uterine balloon 60 ml of saline). Insertion was considered neither easy nor difficult. Pitocin was also started at 11:10. The crb fell out at 22:00 after achieving the desired cervical dilation. Signs of infection including fever and elevated white blood cells (wbcs) were documented at 24 hours after the start of the pitocin. The patient was diagnosed with chorioamnionitis on (B)(6) 2017 (maternal fever > 100.4 degrees f, wbc count above 15,000, and uterine tenderness). The patient underwent a cesarean delivery also on (B)(6) 2017 at 15:47 due to arrest of dilation. The patient was treated with antibiotic therapy and discharged (B)(6) 2017. The chorioamnionitis was noted to be possibly related to the crb and probably related to the induction procedure. The arrest of dilation was also noted possibly related to the crb and probably related to the induction procedure. The investigator noted that the events did not lead to a serious deterioration in health. There were no adverse effects on the patient due to this occurrence. Mother and infant were discharged 3 days after delivery. The patient has completed and exited the study. The site has been queried to confirm assessment of relatedness.